Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. Manual articulation of the inputs found the grips to open and close relating to the instrument motions. Visual inspection of the instrument did not find any damages relating to the instrument motions. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed bumper test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. A review of the device logs for the maryland bipolar forceps (part# 471172-17/ lot# k13220216 - 0415) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on 26-sep-2022 via system serial# (B)(4). There were 10 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that maryland bipolar forceps (mbf) moved non-intuitively. The customer used emergency release kit. The mbf was replaced. The procedure was completing as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool. No system error was observed. The instrument jaws did not match the action intended by the surgeon. The issue occurred at the end of the procedure. The instrument jaws were not clamped on tissue. The instrument release kit (irk) successfully opened the jaws. The patient did not require a blood transfusion.